Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 3 - ventricular nst<=190 ms average v-cycle between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that there were several episodes of noise on the lead and thresholds had slightly increased. None of the noise could be reproduced from isometric testing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.